Event description:
The reporter indicated that a 12.6mm vicmo12.6 -16.50 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and the problem resolved .

Manufacturer narrative:
(B)(4).